Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the collet and tip clamp were bad in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, collet assembly, and lld contact spring were replaced. The instrument was tested without further problem and returned to service.